Manufacturer narrative:
Film analysis conclusion: contrast leakage from an unidentified source was observed on procedural angiography and showed improvement following the placement of endoanchors, although a small amount of contrast persisted within the aneurysm sac, a cta obtained approximately one month later demonstrated no evidence of an endoleak associated with the graft infolding. The endoleak observed on post-implant CT was most consistent with a type ii endoleak, likely originating from patent lumbar arteries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a aaa. 5 weeks later, stent graft infolding was observed on imaging. The sponsor assessed the infolding as possibly related to procedure and related to device. The cause was unknown. No additional clinical sequalae were provided and the patient will be monitored.